Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: the meter was not returned with the pump for investigation. The max tdd was set at 30units. The bolus totals for (B)(6) 2013 are 23units and the basal was 6.985units. The last bolus recorded on (B)(6) 2013 was 0.4units at 11:41. Three minutes after the last bolus at 22:41 the pump had attempted a basal delivery; this exceeded the max tdd of 30units, therefore a ¿no delivery, exceeds tdd¿ warning was emitted at 22:44 on (B)(6) 2013. Basal delivery was resumed when the clock passed 00:00. An ¿exceeds max tdd¿ warning was reproduced during investigation and the pump emitted the appropriate audio-visual alerts. A normal 10unit bolus and a 10unit audio bolus were successfully performed and were accurately recorded in the pump history. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter claimed that there is no history in the animas insulin pump for a reported bolus given at 3 am. According to the reporter, there were no sounds or warning on the pump. The animas pump history showed no bolus record sin 10 pm the day before. At the time of concern, the reporter noted that the meter remote is giving a warning of total daily dose exceeded. The missing bolus history record issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the unresolved bolus history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.